Manufacturer narrative:
The insulin pump was received with frozen screen and had a constant tone due to moisture damage on the electronics also, moisture damage was found on the motor. Unable to verify motor error alarm, missing segments or partial display or perform the functional testing due to frozen screen and constant tone. The insulin pump had cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed motor error and it stopped working. The customer stated the screen will come on and off. During the rewind the insulin pump alarmed motor error. The customer's blood glucose was 134mg/dl. Advised to discontinue the use of insulin pump and revert to back up plan.